Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned severed, where the lead tip was not returned. Visual inspection reveal electrocautery damage and cuts in the insulation, stretched and deformed coils at distal end, and suture tied around the lead body insulation that all appeared to be related to the explant procedure. Testing was completed to assess lead electrical performance, and measurements throughout this test was within normal limits. Laboratory analysis on the returned potion of the lead was not able to identify any lead characteristics that would have caused or contributed to the high impedances reported from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pace impedances. In unipolar, values were stable and within range, but in bipolar, values were greater than 3000 ohms and there was no capture at 5v or 7.5v. The patient is not dependent and had no symptoms. Boston scientific technical services recommended leaving in unipolar. The system remains in service. No adverse patient effects were reported. This lead was explanted and replaced due to an unrelated infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pace impedances. In unipolar, values were stable and within range, but in bipolar, values were greater than 3000 ohms and there was no capture at 5v or 7.5v. The patient is not dependent and had no symptoms. Boston scientific technical services recommended leaving in unipolar. The system remains in service. No adverse patient effects were reported.